Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a right ventricular (rv) lead was attempted but had no sensing. The cables were changed out multiple times and the lead was repositioned, but there was still no sensing. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.